Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that their charger will not charge anymore. Patient said they had surgery on their back (B)(6) 2021 then they took a pretty bad fall at the end of december between christmas and new years. Pt said they fell off the back of the tailgate to their pick up truck and landed on their back onto the concrete and now has to have another surgery. Patient said that the therapy programs prior to the fall worked really well, but after the accident, when pt turns the stimulation on, it aggravates some nerves. Pt commented that before the fall they had kept their therapy on 24 hr a day / 7 days a week and if not charged they knew it wasn't on within 10 minutes.  Pt mentioned this will be their 20th back surgery. Pt stated they had tried resetting the controller and also cleaned the component contacts with alcohol but did not resolve the problem. Pt keeps getting reposition recharger and try again when attempting to recharge implant. Pss walked patient through forcing prm. Pt provided current battery levels at ins 0%; controller 100%. Pt was then able to connect rtm and confirmed charging excellent. Pss advised caller to continue charging ins and call back if any other issues arise. The troubleshooting steps that were taken on the call resolved the issue. Pt said the event day was yesterday. However, pt said they have not used the ins since the 15th of january due to issues resulting from the fall in december. Pt has an upcoming medical appointment either tuesday or wednesday so they wanted all devices fully charged. Pt stated that they had been putting off meeting with the rep until after getting x-rays done. Pt said dr. Brown mentioned coordinating a mdt rep to meet with pt at the pain clinic the day after surgery for possible reprogramming ins so that it (stimulation) does not fire on the one nerve (that pt mentioned gets aggravated from stim). Pt mentioned they have lots of aches and pains and that they have had other units since the mi-to late 2000's (patient counted off possibly four and said all were medtronic except one). Pt also said they for over 15 years they have been using a c pap machine for sleep apnea o. Caller did not allege that this was in any way related to the mdt device or therapy.

Event description:
Additional information was received from patient reporting to help resolve the issue, they did battery contacts and cleaned it

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.